Event description:
It was reported that the patient was experiencing intermittent therapy. It was indicated that the pump would deliver either too much or not enough medication. It was stated that the pump had given the patient a bolus although it was not programmed to do so. The patient was admitted to the hospital for pump surgery, however it was reported that there was nothing wrong with the pump. Multiple trouble-shooting indicated that there was nothing wrong with the pump, including pump interrogation and pump logs that were checked. There was no patient symptoms reported. It was later reported that the patient did not experience any baclofen related symptoms (overdose or underdose) according to physician. The dye study was performed (B)(6) 2012 and both catheter and pump showed no problems. All residual volumes had been accurate. Complete replacement of the system was done (B)(6) 2012. The outcome of the patient was reported as still in-patient at the hospital with no change in status. The drugs delivered via pump were dilaudid and baclofen.

Manufacturer narrative:
Product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2012, product type catheter. (B)(4).